Manufacturer narrative:
It was reported by the facility biomedical engineer that the safety disk was replaced and all functional and safety tests were passed to factory specifications.the intra-aortic balloon pump (iabp) was then returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the end user observed a ¿safety disk replacement due¿ message. The iabp was swapped to continue therapy without difficulties. The end user stated that the down time was less than 2 minutes. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that while in use on a patient the end user observed a ¿safety disk replacement due¿ message. The iabp was swapped to continue therapy without difficulties. The end user stated that the down time was less than 2 minutes. There was no harm or injury to patient and no adverse event was reported.